Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump overheats.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, "the pump overheats¿. The unit was triaged and the customer¿s reported condition was confirmed. The scd powers up and then turns off after a few seconds. I replaced the power cord, which had no copper showing, and the control board which was corroded. To clear the above issues, and continued with triage. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.